Event description:
Caller reported experiencing cgm error 42 multiple times on the same pump, but had not reset the pump within the last 24 hours due to the error. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support decided to replace the pump, which was still under warranty. The customer was instructed to use mdi as a backup therapy and put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days.